Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged; but, the issue was not resolved. Additional testing could not be completed due to loss of lock. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.